Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
Description summary: according to information received from artivion representative (B)(6). On (B)(6) 2026, subject (B)(6) enrolled in the on-x post approval study (pas) experienced an adverse event on (B)(6) 2019. The event was reported as thromboembolism, neurologic thromboembolism, and transient ischemic attack (tia), with a reported duration of one day. An adjudication form identified the event as a neurologic thromboembolic event classified as a tia. The event was reported as fully resolved. The involved device was an on-x aortic prosthetic heart valve, 23 mm (product code: onxane), serial number: (B)(6). Device problem summary: the reported event involved a thromboembolic complication resulting in a transient ischemic attack (tia). No allegation of a device malfunction, deficiency, structural failure, valve thrombosis, prosthetic valve dysfunction, or other performance-related issue was reported. The adjudication form did not identify the event as valve-related, and no device-related conclusion was provided. The device was not returned because the event originated from a pas study report. Patient impact summary: the patient experienced a neurologic thromboembolic event reported as a transient ischemic attack (tia) on (B)(6) 2019. The event duration was reported as one day and was documented as fully resolved. No death, reoperation, hospitalization details, permanent impairment, or ongoing sequelae were reported in the available information. Investigation summary statement: this investigation is relegated to onxane-23, serial number: (B)(6), (2026) with an allegation of thromboembolism, neurologic thromboembolism, and transient ischemic attack (tia).